Event description:
It was reported that balloon rupture occurred. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.